Event description:
It was reported that the maestro straight am attachment was heating up during the course of a procedure. No adverse consequences, no medical intervention, and no surgical delay were reported with this event. The procedure was completed successfully. After return to the manufacturing facility, it was reported during service that the bur came out of the attachment during a cut test. No patient involvement, no adverse consequences, no medical intervention, and no surgical delay were reported with this event.

Manufacturer narrative:
Failure analysis is in progress. A follow-up will be submitted once the quality investigation is complete.

Manufacturer narrative:
During failure analysis, the reported event of the device heating up was confirmed. The device had corrosion and debris affecting the bearings. Corrosion and debris on the bearings can cause the attachment to heat up due to increased friction during use. Additionally, the attachment did not retain the bur during testing. The device had fibers in the shaft. The fibers are foreign material, usually left behind from improper cleaning practices. Fibers in the device can result in bur retention issues by causing an obstruction in the shaft of the attachment. This is not a repairable device; therefore, it was not returned to the user facility following evaluation.

Event description:
It was reported that the maestro straight am attachment was heating up during the course of a procedure. No adverse consequences, no medical intervention, and no surgical delay were reported with this event. The procedure was completed successfully. After return to the manufacturing facility, it was reported during service that the bur came out of the attachment during a cut test. No patient involvement, no adverse consequences, no medical intervention, and no surgical delay were reported with this event.